Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this pt was implanted with gore tag thoracic endoprostheses. On (B)(6) 2011, a second procedure was performed whereby an additional gore tag thoracic endoprosthesis was implanted to treat a distal type I endoleak. The pt tolerated the procedure.